Event description:
During conference dr (B)(6) mentioned of a case of a recently implanted valve where eh experienced hypotony on a pt after implantation. Injected visco into anterior chamber to prevent collapse.

Manufacturer narrative:
Dr (B)(6) indicated in (B)(6) that 2 weeks prior he experienced hypotony on a pt after implantation. Per return cards it is suspected valve implanted was lot number f0214, serial number (B)(4). Dr (B)(6) was contacted via email and phone to request further information. At the time of this report no response has been received. No issues were observed during the DHR review. No other reports of hypotony have been received for the suspected lot number. Hypotony is listed in our dfu as a potential known complication of aqueous shunts and general intraocular surgery.